Manufacturer narrative:
Pump received with blank display, problem isolated to interface board. Unable to perform any tests due to blank display. Pump received with cracked reservoir tube lip, stained end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. It was reported that insulin pump cannot turn on after putting in the battery. The insulin pump will be returned for analysis.